Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lead track. These include fever, redness, swelling, and pain. Cultures of the device pocket were obtained and type of organism cultured was staphylococcus aureus. Pt was treated with antibiotics. Device was explanted-date unk. Hcp reported pt's infection is resolved.